Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging the remaining insulin reading was showing more than the amount reported in the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-aug-2019 with the following findings: a review of the pump black box showed no loss of prime occurred. On the date of the reported issue, the black box showed a pump reboot. Following a power interruption, after confirming the verify screen, the pump will display 0 units remaining until the pump is primed. This is a normal pump function. During testing, the remaining insulin was calculated accurately. The pump was primed until 20 units remained in the cartridge at which point a low cartridge warning was given. Cartridge was removed and 20 units were visually confirmed remaining. The investigation determined that the pump was functioning within the required specifications and was without malfunction. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.